Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose levels. The customer states their levels had been between 40mg/dl to 60mg/dl. Troubleshoot was unable to be conducted and the customer was unable to be reached. Voicemail was left for the customer.